Event description:
It was reported that a revision surgery was performed due to a fracture. The fracture started at distal screw site. Primary surgery was performed on (B)(6) 2018. (About 1 week ago) the complaint implants were not available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the radiological imaging and complaint details provided, the revision was due to the fractured distal femoral cortex most likely secondary to the stress of the non-union of the recently reduced/im nailing of the femoral neck fracture approximately a week prior. Post-revision imaging reveals reduction with a longer im nail, cerclage cables, as well as distal through screws. Primary post-op restrictions, adherence, and/or trauma are unknown. The patient impact beyond probable pain/discomfort, the reported revision and an expected post-revision rehabilitation phase cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.